Event description:
We were informed on december 4, 2024, about an event regarding medtronic deep brain stimulation (dbs) leads and lead adaptors. These are devices not manufactured by (B)(6). Please note the information below was provided to (B)(6) regarding the devices and the reported event: on (B)(6) 2024, the dbs patient underwent a revision procedure to replace the medtronic leads and lead adaptors with (B)(6) devices due to high impedances and ineffective therapy. The physician was dr. (B)(6) and the surgery occurred at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).